Event description:
Emt's responded to a person described as in cardiac arrest. The device was connected to the pt and the analyze button pressed. Following an initial analysis of no shock indicated, a second analysis advised a shock which was delivered by the operator, then three subsequent analysis which advised no shock. The pt was not resuscitated. Following the reported event, the event download was reviewed and the reporter indicated the first analysis should have advised a shock to the pt. The reporter did not contribute to the pt's death because of the pt's lack of viability.